Event description:
It was reported that over the past 12 months the patient experienced extreme heat at the pocket site, sufficient to warrant the patient to want to turn the implantable neurostimulator (ins) off. The patient regarded this as an opportunity to let it cool down. After about 24 hours, the patient would turn the ins back on again. The patient turned it off because it was uncomfortable, not because she felt required to do so. The heating occurred even at low amplitudes. The patient was very immobile and did not do any activities that would promote heating. The patient endured a small knock to the ins two years prior, but it had not been high impact. The patient received relief from her symptoms and was happy with the clinical outcome. There was no patient injury, and there had been no discussion of explant. Impedances were within normal limits.

Manufacturer narrative:
(B)(4).